Event description:
The affiliate stated the customer reported flagged ind (indeterminate) results for sandwich assays and results above the reportable range of the curve for competitive assays, for five patients, involving the unicel dxc 600i synchron access clinical system. During troubleshooting, the customer discovered a patient sample (for cortisol) was tested with a misloaded reagent pack. Beckman coulter customer technical support (cts) determined with the customer that all on-board reagent packs were loaded incorrectly. The customer discarded all misloaded reagent packs on the instrument and loaded new reagent packs. The customer reanalyzed patients¿ samples on an alternate methodology and on the original unicel dxc 600i system to verify patient results. The customer reanalyzed ten previous patients¿ samples on the original system and all results correlated. The customer was uncertain which patients¿ samples were analyzed on the system, but stated the retest samples were accurate. The customer did not report any of the patients¿ values out of the laboratory. There was no patient impact or change in patient treatment associated with this event. Patients¿ samples were collected in 4ml and 6ml greiner vacuette lithium heparin tubes and centrifuged at 4,000 rpm (rotations per minute) for five minutes. Patient samples are analyzed out of a nesting cup and appeared to be in good quality. Quality control (qc) is performed three times daily, and any time a new reagent pack is loaded. When a new reagent pack is loaded, all old reagent packs are removed and qc is performed on the new reagent pack. The customer indicated one patient¿s beta human chorionic gonadotrophin (bhcg) results were 8,605 miu/ml and 8,86 miu/ml, and troponin results 1.26 ng/ml and 1.30 ng/ml. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the instrument reagent carousel was not moving to the designated carousel location which contributed to the incorrect position of the onboard reagent packs. The fse replaced the instrument reagent carousel stepper motor, the belt, and the index and homing sensors and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. Beckman coulter continues to track and trend any incident related to this issue.